Event description:
It was reported that a large volume infusor would not flow. The reporter stated that the pharmacist ¿observed delivery stop and blood clot inside the administration tubing during patient use.¿ this occurred during infusion of an unknown drug. It was stated that blood backflow was seen in the tubing on the second day of infusion, and the blood clotted at the flow restrictor. The expected infusion time was five days; however, the reporter estimated that only a fifth of the solution had been infused in 4 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between september 23, 2012 - september 24, 2012. Evaluation summary: the device was received for evaluation. Visual inspection noted blood inside the delivery tubing and the distal luer. Flow was not observed from the device. Forced priming was attempted, but flow still was not observed. Further visual inspection revealed that blood was clotted in the distal luer, causing flow blockage. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The assignable root cause of the reported condition is due to flow path being blocked upstream of the flow restrictor. Should additional relevant information become available, a supplemental report will be submitted.